Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During device preparation of a steerable guide catheter (sgc), when inserting the dilator, a loss of fluid column was observed. The device was set aside and not used. There was no patient involvement. Another sgc was used in replacement.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During device preparation of a steerable guide catheter (sgc), when inserting the dilator, a loss of fluid column was observed. The device was set aside and not used. There was no patient involvement. Another sgc was used in replacement. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot based on available information and without the device to analyze, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.